Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized on (B)(6) 2016 with a blood glucose level of 567 mg/dl. They had a severe hyperglycemia. The customer had large ketones and was vomiting. Fluids were given and insulin was given through injection. The customer was observed for a few hours and sugars were normalized. The device was not returned.